Manufacturer narrative:
The sterile handle adapter was replaced. The investigation is ongoing.

Event description:
The sterile handle fell into the sterile field during surgery. No patient or caregiver injury was reported.